Event description:
Two cracked cryocyte bags were noted after immersion into liquid nitrogen. The pt was infused with cells from one of the broken bags. No adverse event was reported. The pt was given antibiotics as a precautionary measure.